Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have pneumonia. The patient was reportedly hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white and black unknown contamination (dust like), inconsistent with degraded sound abatement foam, and some very small potential hairs at the air input of the blower box, black contamination at the air outlet of the blower box which is consistent with keratin, white and black unknown contamination (dust like) on the bottom of the blower box which is inconsistent with degraded sound abatement foam, gray (dust-like) unknown contamination inside the blower motor. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes the very small potential hairs at the air input of the blower box and black contaminates found at the air outlet were consistent with keratin, white and black dust like contamination were inconsistent with degraded sound abatement foam, gray (dust-like) unknown contamination inside the blower motor. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have pneumonia. The patient was reportedly hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.